Event description:
It was reported the right atrial (ra) lead had low impedance. It was believed that the ra lead had suffered an abrasive injury or had an insulation break. The ra lead was partially explanted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed) and the outer insulation had a cosmetic depression.